Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (ccu plug) of the video cable section is damaged/ the fiber bonding in the outer tube area (distal end) is damaged ". The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac that the screen had gone dark for a few seconds, and the scope communication error 226 appeared on the monitor. A root cause could not be identified. Based on the results of the investigation, it was likely that the most probable cause was that the video cable was broken and therefore the image was not displayed. For the scope communication error e226, the most probable cause could not be determined, and the charged coupled device (ccu plug) of the video cable section was damaged, and the fiber bonding in the outer tube area (distal end) was damaged, which was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had a screen that had gone dark and a scope communication error e226. The issue was identified during sedation of a diagnostic elective surgery procedure. The procedure was completed with the same device. There were no reports of patient harm.